Manufacturer narrative:
(B)(4). The device was returned for analysis. The reported difficult to position and difficult to remove using a guide wire were unable to be replicated in a testing environment due to the condition of the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the 3.5 x 15 mm nc trek dilatation catheter was advanced over an unspecified guide wire; however, the nc trek became stuck before entering the patient anatomy. The device could not be removed from the guide wire. The guide wire was cut to remove the device. There was no adverse patient effects and no clinically significant delay. No additional information was provided.